Event description:
It is reported that continuous cardiac output measurement value was abnormally low. Another monitor and cable were used, but problem was not solved. Then after operation, continuous cardiac output measurement value seemed to return to a nomal level. There were no patient complications reported.

Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 530 mg/dl and 250 mg/dl on the accu-chek mobile system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
Customer report was not confirmed. There were no visible inconsistencies observed on eeprom data. There were no error message observed on vigilance ii monitors. Thermistor and thermal filament circuit were continuous. Both connector housings were opened, and there were no abnormalities observed. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. No visible damage to catheter body.